Event description:
It was reported that within two months of a device replacement there was no capture at full output, along with high threshold, a number of short v-v intervals, and occasional noise which appeared like a loose setscrew. A temporary pacing lead was placed. The next day upon device removal from the pocket, the lead was noted to be fully inserted in the header. Traction was applied and manipulation of the lead did not show any noise, and the lead tested stable through the analyzer. Upon inspection of the lead, a small nick was noted approximately 2 cm from the pace/sense pin with the electrical conductor exposed. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2008. (B)(4).